Event description:
After only 3 months of implantation rptr developed difficulty breathing and swallowing and extreme fatigue in arms and legs. Rptr fell and broke her elbow. She has flu-like symptoms constantly. Dry mouth, sores in nose and mouth, anemia and extremely low blood pressure (70/40). Before surgery rptr was completely healthy.